Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 10-mar-2025, beta bionics was notified by a healthcare provider (hcp) that the user had recently been discharged from a hospitalization due to diabetic ketoacidosis (dka), which was reportedly the result of inconsistent ilet use. The hcp requested that a clinical diabetes specialist (cds) reach out to the user for a refresher on system use. Multiple follow-up attempts were made via phone and text between (B)(6) 2025 and (B)(6) 2025; however, the user has not yet responded to provide additional details regarding the event.